Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established - it was estimated that this was due to failure of the light-emitting-diode (led) source unit. However, the cause of the led failure could not be further identified. Per the instructions for use for this device, "never use the video system center if an irregularity is observed. Damage or irregularity of the video system center may compromise patient or user safety and may result in more severe equipment damage. If an accessory of the video system center needs to be replaced, contact olympus to purchase a replacement." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was evaluated. The evaluation found the leds light source unit failed. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an "e105" error occurred and the front panel was flickering. The problem, as reported to olympus, occurred during a holmium laser lithotripsy procedure. The intended procedure was completed using a similar device. There was no patient injury, associated with the problem, reported to olympus.